Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported 3 of 4 of the patient's ((B)(6)) leads (from the same lot) had migrated. Surgical intervention was undertaken and 1 lead was repositioned and the other 2 migrated leads were removed and replaced. Postoperatively, the patient reported receiving effective therapy.